Event description:
Information was received from a patient (pt) representative (rep) regarding an implantable neurostimulator. Pt rep stated they think the elevated pain in the pt's right leg is due to the scs device and not the pain pump. Pt rep stated they were supposed to be adjusting the stimulation to a different program but, the scs implant is not charging properly and only charges to 30%. Pt rep then stated that the pain in the right leg is hard to say what it is coming from; the last few days, pt has had problems charging the implant all the way and the pain is higher, ins dies, and they have to charge again.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.